Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody leak underneath the right side of the coulter lh780 hematology analyzer. Customer reported that the source of the leak could not be located. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the differential sample line was leaking. The tubing going through pinch valve (vl) 65 was cut and leaking. The tubing that goes through vl65 routes the blood sample to the mixing chamber (vc25). Fse replaced the tubing. There was no further evidence of leaking after replacement of the tubing. The fse verified that the repairs were per established procedures and that the results met published performance specifications.